Event description:
Approximately (B)(6) year old male hit by semi truck with near total traumatic amputation of one leg. Arrived in ed with CPR in progress. Residents placed sheath and ER-reboa catheter in ed "easily" and without ultrasound. Catheter was advanced 43 cm and inflated but the patient did not lose contralateral pulse. Patient was then taken to operating room for laparotomy where the ER-reboa catheter was discovered to have perforated the external iliac artery right at the location of the internal iliac, distal to the introducer sheath. The ER-reboa catheter was floating free in the abdomen and p-tip® was folded over. The device was removed, iliac artery repaired with a suture, and patient subsequently recovered and was discharged to rehab. There were no known adverse effects of the vessel perforation. At the time of this filing, insufficient information was available to ascertain a root cause for the event. Prytime's investigation is ongoing and a supplement will be submitted once root cause has been identified.